Manufacturer narrative:
The manufacturer initially reported MDR 2518422-2025-000447 as a reportable event. However, upon review, it was observed that there were no allegations of foam particles, no device malfunctions and there was no report of serious injury or harm. Therefore, this event is now considered not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging breathing issues, chest infection for the last 2 years, and rash over the last two years on his face and neck when using the device. There was no report of medical intervention. The device has not been returned to the manufacturer. No further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.